Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous patient results for sodium (na) and chloride (cl) on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.